Manufacturer narrative:
The insulin pump had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, scratched case, cracked case at battery tube side, cracked battery tube threads and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 11 mmol/l at the time of the incident. The customer stated that there were a few cracks on the pump. The customer stated that the pump has not been dropped or knocked. The customer reported cracks around the reservoir compartment and bits came off. The product was returned for analysis.